Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor breast implant of unknown type, catalog number unknown, lot number 134679. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast implantation procedure of unknown type with a saline mentor siltex round moderate profile 225cc on the right breast implant and with saline mentor breast implant of unknown type on the left breast implant and removed without replacement for an unknown reason on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 10/18/18, it was reported to mentor that the device history record (DHR) of lot number 206672 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).